Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event results from the bent pins.

Event description:
A lifecor patient services representative (psr) contacted lifecor customer support to report that the electrode belt connection collar would not screw into place. The psr was sent a replacement electrode belt.